Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine a root cause a device investigation of the explanted device is necessary. Reportedly the recipient was re-mapped with the remaining channels and is satisfied with the hearing. The device remains implanted and in use; however further discussions will be held about possible revision.

Event description:
Gradually decreasing hearing performance with right side device was observed, which was confirmed by decline in speech testing. No trauma or accident was reported. No change in health since the notice in the decline. The recipient has been reprogrammed and is reportedly satisfied with the sound.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
It was originally reported in april of 2019 that the recipient experienced a gradual decrease in hearing performance with right side device, which was confirmed by decline in speech testing. The recipient was reprogrammed ((B)(6) 2019) and was satisfied with the sound. In (B)(6) of 2019 the recipient felt hearing was gradually declining again and she was hearing more noise. A replacement processor was requested on (B)(6) 2019 for right ear because she only heard a low buzz/hum. The new processor did not solve the issue. The user was re-implanted on (B)(6) 2019.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Gradually decreasing hearing performance with right side device has been observed, which is confirmed by decline in speech testing.